Event description:
Report rec'd from USA stating that the tubing should be packaged better. It was reported that the tubing sometimes falls out of the packaging and if the tubing was double wrapped or had some type of wrap, this would not happen. It is unknown if injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).